Event description:
"Right coronary artery dissection spiral from the ostium when using 8f zuma jr4.0 when treating a mid right coronary artery lesion. Physician felt dissection was attributed to catheter shape and tip material.